Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that before (B)(6) the therapy turned off and the patient's tremors returned. The therapy was turned back on, but the caller did not know why therapy was turned off in the first place. Agent reviewed that therapy will turn off if the ins battery level gets down to 0%, but the caller was unable to check the ins battery level at that time because they lost the communicator. After that, the therapy turned off again with return of tremors, which was the second time therapy turned off within a month and a half. The caller again was uncertain why the therapy turned off. The caller stated that the patient just had their therapy turned back on, and they were better at the time of the call. The caller stated that the patient charges the ins every 2-3 days, but they had not been checking their ins battery level after charging. Agent advised the caller to monitor the ins battery level to prevent future loss of therapy. An email was sent to the repair department to replace the lost communicator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.